Event description:
These monitors are used during surgical procedures on the ear such as tympanoplasties, mastoidectomies, and stapedectomies. Devices are supposed to alert surgeon when facial nerve may have been inadvertently encountered by the drill or other instruments, during surgery by either making "characteristic" sounds on the audion monitor or alterations in the electromyographic waveform. In addition, there is a stimulating device that delivers electrical current to any structure that is suspected to be nerve. Some surgical instruments are also mfg that constantly deliver an electrical current to surgical instruments in hopes of detecting the nerve. If the instruments worked perfectly well there would be little doubt of the nerve and knowledge of anatomy would be unimportant. MFR's rep was present in room at time of an incident. The first was described by a chief of pediatric otolarynology at a children's hospital. Rptr understands that problems had been occurring with facial nerve monitors. Rep told rptr that he feels that these problems occurred because monitors were not hooked up properly. Dr was performing a cochlear implant procedure. This operation is done for profound deafness: a device is placed to electrically stimulate the cochlea. The operation requires removal of bone immediately adjacent to the facial nerve in the ear. The nerve was seen and dr pointed out to rep, who was present, that placing the burr on the nerve did not cause the facial nerve monitoring device to respond in any way. Direct electrical stimulation of the structure then proved that this was indeed the facial nerve. Pt did not experience a complication. Dr also pointed out that the facial nerve monitor, being a monopolar stimulator, has potential of damaging the cochlear implant device or cochlea. The admonition against monopolar stimulation is such that co that mfg the implants recommends that monopolar electrocautery be actually totally removed from the operating field after the implant is opened. The second case involves a colleague of rptr's who asked rptr not to use his name. Rptr finds that this hesitancy is common among surgeons who don't brag about their complications. Rptr suspects that this hesitancy contributes to silence about the issue. Pt had a mass in the parotid which initially was thought to be benign. The diagnosis of malignancy was made intraoperatively and it turned out that the facial nerve had to be removed anyway so pt did not suffer any additional morbidity. Before this was known, the nerve was knowingly stretched significantly and then was finally cut. Monitor did not indicate any dysfunction at any time during the procedure. Stretching was so great that the nerve would not respond to direct electrical stimulation. This failure to respond was the reason that the structure was not thought to be nerve and was cut. Of course, machine may have been defective and not picked up the response either. In either case device did not function properly. (*)